Event description:
It was reported that the patient presented in clinic with heart rate lower than 60 bpm. The pulse generator was not interrogating and exhibited no magnet rate response. The device was explanted and replaced. The patient was okay.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.